Event description:
The initial reporter received questionable elecsys estradiol iii results from three to four patient samples tested on the cobas 6000 e601 module. The reporter was able to provide one patient sample with discrepant results: on 17-jul-2024: the initial result was >3000 pg/ml with a data flag. On 25-jul-2024: the repeat result was approximately 33 to 35 pg/ml. The initial result was reported outside of the laboratory. The doctor questioned the result and requested a rerun of the patient sample. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 76718300 with an expiration date of 31-jan-2025. The field service engineer performed mechanical and system volume checks and verified that the components of the module were working correctly. He determined that the old reagent pack may have caused the event. He performed an assay precision check and verified the module is performing within specifications. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA/510k (premarket numbers) were updated. The investigation reviewed the last calibration performed on (B)(6) 2024 and the results were within specifications. Based on the provided data, the customer may not be calibrating the assay as stated in the product labeling "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits". The customer stated that the qc recovery was acceptable before and after the event. The investigation reviewed the alarm trace. The trace contained sample short alarms which indicates possible poor sample quality. The cause of the event could not be determined.